Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Ventilator's log files were not provided. According to the provided information, the safety valve pull magnet, which controls the opening and closing of the safety valve, was defective and required replacement. The safety valve pull magnet was not returned for investigation. Since the replaced part was not returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated alarms for low expiratory minute volume. There was no patient harm. Manufacturer's ref #: (B)(4).